Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was successfully completed with the same device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, as well as, corrosion in the device. The motor was replaced along with other components. Service repaired and returned the device to the customer.